Manufacturer narrative:
Additional narrative: the originally reported event has been upgraded to a serious injury along with a reportable malfunction due to the change in surgical plan that resulted from device breakage. To reflect this change in reportability, adverse event and required intervention have been added in the associated fields. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. In surgical plan that resulted from the device breakage. Due to the broken instrument, the surgeon was not able to treat the patient¿s bone fracture as planned with the matrixmandible plate. The procedure was completed without the intended fixation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: september 16, 2008. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a tumorectomy for both sides of the mandibular bone was done on (B)(6) 2015. During the surgery, the reported matrix mandible short cut plate cutter was broken when cutting a matrix mandible plate. The surgeon was supposed to use the plate to fix the bone after resection of the tumor. However, the surgeon decided to discontinue the surgery and completed it without the fixation due to the breakage. No surgical delay was reported. No broken pieces were left in patient. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: device history record review of the complained lot shows that this lot was manufactured in september 2008 according to the specification. The lot was released after completed final inspection without non-conformance report. Visible sign shows clearly that the cutting edges are worn out and therefore are blunt. As result of this, exceeding mechanical force was used to cut the plate what lead finally to the breakage of the device. Exceeding applied mechanical force due to wear and tear during many years in use was identified as root cause of the breakage. No manufacturing related issue could be identified. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.